Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "internal error occurred - system reset required" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during the review of the device data logs. The device was put through extensive testing including bench handling and full functional testing without duplicating the report. The device log and device memory were cleared to factory reset as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.